Event description:
It was reported that during a fistulogram treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the vessel in the arm. The 9.0 x40, 40cm gladiator balloon catheter was advanced through the moderately tortuous cephalic vein into the patient. During the first inflation by hand inflation at approximately 20atms for 10-15seconds, the balloon ruptured circumferentially. The device was removed intact as both balloon ends remained attached to the catheter and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a fistulogram treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the vessel in the arm. The 9.0 x 40, 40 cm gladiator balloon catheter was advanced through the moderately tortuous cephalic vein into the patient. During the first inflation by hand inflation at approximately 20 atms for 10-15 seconds, the balloon ruptured circumferentially. The device was removed intact as both balloon ends remained attached to the catheter and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that a complete balloon circumferential tear had occurred at 19mm distal to the distal edge of the proximal markerband. A microscopic examination of the markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).